Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown date post-op, it was reported that a setscrew migrated. A revision was performed to replace the migrated screw.

Manufacturer narrative:
(B)(4). A review of radiographic images show one of two rods at thoracic stabilization to be out of screw bed and migrated, no additional information is provided. A revision was performed. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.